Manufacturer narrative:
Initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked "at outlet". This was identified during at dispensing room before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, g1: device manufacturer e-mail, h3, h4 and h6. H4: lot manufactured between february 20, 2020 to february 21, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port weld in back of the bag. Magnified inspection was performed and a tear/hole was observed at the spike port weld where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.